Event description:
The account generated a nonreactive auszyme eia result using a plasma specimen on a pt that previously tested auszyme repeatedly reactive and confirmed positive using a serum specimen. The nonreactive result was not reported outside the lab. The pt was not reported outside of the lab. The pt was redrawn and again tested auszyme confirmed positive using a serum specimen. In addition, the pt donated blood and the blood bank reported a hbsag reactive result. The account believes the serum auszyme positive result to be correct. A hepatitis panel is pending. It is unknown if there was impact to pt management.